Manufacturer narrative:
E1 - initial reporter phone has an extension of (B)(6). The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date involving an unspecified tubing set where the customer reported that the device encountered air moving past the distal air sensor. There was patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'air moving past distal air sensor' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot of history review could not be conducted because no lot number(s) was/were identified.